Manufacturer narrative:
There was no patient involvement. The issue was found during testing and is prior to therapeutic application and presents no direct patient harm. There is no indication that the event reported is likely to cause or contribute to a death/permanent impairment/serious injury. Based on the information provided, the complaint is not reportable.

Manufacturer narrative:
G4: (B)(6) 2021. G5: 510k: k102985. B4: (B)(6) 2021. The service engineer (se) inspected the device and replaced the solenoid valve to address the reported issue. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed.

Event description:
It was reported that the ventilator had an error code indicating check vent: proximal pressure sensor auto zero failed. There was no patient involvement.